Manufacturer narrative:
The reported events were high pacing lead impedance and patient deceased. The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high pacing lead impedance on the right ventricular (rv) lead. It was also noted that the patient passed away.